Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the joint at the tip of the force bipolar instrument was defective and created a sharp point off the side of the tip. There was difficulty getting the tip to close and out of the trocar. The procedure was completed with no indication of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the instrument and cannula did not need to be removed together. The surgeon was able to manipulate the instrument and get it safely out of the cannula. Port incision size was not increased.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was compared to an in-house golden instrument and visual inspection displayed no signs of physical damage. The instrument did not get stuck. The instrument was fully functional. No product issue was identified. The complaint was not confirmed by failure analysis.